Event description:
It was reported that the 8mm force bipolar forceps instrument had a dislodged tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: two force bipolar instruments with broken or dislodged molded insulators and one grip appeared to be completely detached from one of the force bipolar instruments.